Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled lead revision due to unacceptably high pacing capture thresholds. It is suspected that the high capture thresholds were caused by the original implant location. During the procedure, the physician was unable to reposition the lead because the lead helix did not retract, presumably due to tissue in the helix. The physician decided to extract and replace the lead. There were no adverse event and the procedure concluded successfully. The patient was stable before, during, and after the procedure and will continue to be monitored.